Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to pump stop delivering the insulin. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump stopped delivering the insulin all together a few time with no warning. The device will not be returned for analysis.